Manufacturer narrative:
Product evaluation: the iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic is cracked/torn in the middle of the lens and scratched/marked-rejectable. Root cause: the root cause for the reported complaint could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the capsular bag was damaged, there was a loss of vitreous, a vitrectomy was performed and the incision was enlarged. A second iol was implanted and sutures were required to complete the procedure.